Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, "during the procedure, it wasn't working properly and they saw a small bent tube in the kit." The procedure was completed with another of the same device and there were no patient complications reported with this event. Although attempts were made to obtain additional follow up, there is no further information regarding this event.

Manufacturer narrative:
The suspect device has been returned but an evaluation has not yet been performed; therefore, a failure analysis of the complaint device could not be completed. If there is any further, relevant information from that review, a supplemental medwatch will be filed. (B)(4).